Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported he could hear and feel the compressor motor vary rpms. The stm replaced the motor controller board and verified proper operation of the iabp. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated and electrical test fails code # 51. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.